Event description:
The patient contacted animas on (B)(6) 2012 stating that after swimming the ok button was briefly unresponsive. It was reported that the ok button regained responsiveness about an hour after exiting the pool. The keypad was reportedly intact and the pump did not have moisture inside any compartments. No further information was available. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The keypad buttons responded to button presses as expected. There was no evidence of keypad contamination or damage found to the key contacts.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.